Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 87-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that 87-year-old male was on impella cp support for high risk percutaneous coronary intervention (hrpci). A few hours after a problem-free procedure and explant, the patient experienced bleeding in the groin. The bleeding was repaired with coiling and there was no further patient harm reported.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation.¿, section: general patient care considerations, and section: entering cardiac output. Added- h6 component code 925. G1 manufacturing site zip code should be 5207421227 (received error message stating incorrect format for us postal zip code when trying to make the correction.) D4-corrected model number f6/f8-should have been left blank g1-corrected reporting contact email g1-corrected manufacturing site address, city, and fax number